Event description:
Info was rec'd that reported a pt was hospitalized in 2007, due to an incident of hyperglycemia. The rptr states the pt has been experiencing difficulty with his blood glucose for six weeks prior to his hospitalization. His blood sugars had been very labile and he had been working with his physician on his basal patterns. He woke up the day before, at 4:15am with a bg of 28 mmol and was vomiting. The next day, his condition worsened and he became dehydrated and was brought to the hosp. The rptr stated that the pt had been sick with a virus, with subsequent high blood sugars. The evening of 2007, the pt was "hi" per their meter and was brought to the hosp. Upon admit his blood glucose was "hi", he was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.